Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors would not flow and failed to link. It was further reported that luer lock would not allow the "locking" action to take place. This issue was identified while starting IV (intravenous) infusions on patients and resulted in the nurses having to make a second attempt to start the IV. There was no report of patient injury or medical intervention associated with this event. No additional information is available.